Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switches. Unable to perform self test and displacement test due to flattened dome switches. No stuck button alarm noted during testing. Pump also received with cracked battery tube threads and cracked case behind the pump near the battery compartment.

Event description:
The customer reported via phone call that there was cracked from the battery cap all the way down. The customer¿s blood glucose level was 189 mg/dl. The customer stated that the reservoir lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.